Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a as per FDA request. Post market vigilance (pmv) led an evaluation of one endo gia* ultra universal 12mm single use instrument. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation of the instrument found no abnormalities. A review of the device history record indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. The file will be closed as tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, the stapler was not able to fire. There was no medical intervention or patient injury.